Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that three rt105 adult breathing circuits failed the leak test on the servo-I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: one of the three complaint breathing circuits was returned to fisher & paykel healthcare (B)(4) for evaluation. The returned complaint circuit was pressure tested to our product specification and submerged in a water bath to test for leaks. Results: the pressure test identified a leak and the water bath test identified the leak to be at the connection between the lid and bowl of the water trap, confirming the reported fault. The three complaint breathing circuits have the same lot date - 130306. A lot check revealed one other complaint for this lot date. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The hospital correctly followed our user instructions and detected the leaks during a setup check before use on a patient.